Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an excessive sticky statlock is confirmed and was determined to be manufacturing related. A portion of the foam pad reportedly of a PICC plus statlock device and the device liner were returned for evaluation. An initial visual observation showed both the retainer and the left portion of the foam pad of the statlock were missing. The remaining right portion of the foam pad appears to have not been removed from the liner. The fracture site on the left side of the returned portion of the foam pad was observed to be uneven and the material near the fracture was observed to be granular and plastically deformed, indicating the foam pad was torn. A microscopic observation revealed strings of adhesive between the liner and the foam pad. The leftmost section of the returned portion of the foam pad was very difficult to remove from the liner and the adhesive was noticeably stickier than usual. Complaint is confirmed for adhesive excessively strong. Strong strings of adhesive were visualized between the foam pad and the liner tab attaching them together, when separated the liner tab was observed to have an excessive glue just in a small portion of it.the production operators were given an awareness training for this complaint.

Event description:
It was reported that the adhesive property of the product was excessively strong and it was difficult to remove it from the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of juawf732 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the adhesive property of the product was excessively strong and it was difficult to remove it from the patient.